Event description:
It was reported that the alarms on the t-slim device were not functioning properly. There was no adverse impact to the customer's blood glucose level. The customer discontinued using the t-slim and switched to multiple daily injections (mdi). Additional follow-up was declined by the customer, and no further information was obtained.